Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/24/2016 with the following findings: a review of the pump black box revealed that the data from the date of the complaint had been overwritten due to continued use. The available black box showed loss of primes related to cartridge change and pump not primed after rewind. There were no valid loss of prime events observed. A 24 hours duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration passed within specification. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).